Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient mentioned that the night before the event, the cgm reading was 400 mg/dl and that the pump was given insulin based on this. In the morning her husband could not wake her up as she was unconscious. The cgm was still reading 400 mg/dl, a blood glucose reading was taken and it was 39 mg/dl. Her husband called 911 and rushed her to the hospital. At the hospital the patient regained consciousness but due to not being conscious most of the event, she was unsure of what type of treatment was given to her. The patient mentioned that the doctor said that she had overdosed with insulin and advised her to stop using the pump for the time being. The patient recovered and was discharged on the same day that she loss of consciousness happened. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
At the time of the report on (B)(6) 2023, the patient was doing good.